Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: unknown; product ID: 3389-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the two leads had resistance that was too high. The leads were replaced at the hospital on (B)(6) 2018. The cause of the issue was unknown. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The implant date of the leads and the ins was updated. The patient weight was unknown. The serial number of the ins was updated. The lot number of the lead was unknown. It was reported the high resistance has been resolved. No further complications were reported as a result of this event.